Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse test drove xi robot and could not reproduce errors. Fse then swapped the vessel sealer instrument between universal surgical manipulator (usm3) and usm4 multiple times with no issues. Fse then talked to customer due to customer tension and replaced usm3 due to error 282. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were issues with one universal surgical manipulator (usm) recognizing instruments. A vessel sealer instrument placed on that usm did not engage, and when the instrument was moved to another usm it worked normally. A similar issue occurred when a scissors instrument was attempted on the affected usm. The procedure was completed using the other usm. Troubleshooting by remote support included reviewing system logs, which showed a tool-related fault error code. The procedure was completed with no reported injury.